Event description:
The customer reported regarding air bubbles in the reservoir and tubing. The blood glucose reading was 203mg/dl. Advised the customer that the insulin should be stored at room temperature to prevent gassing out when it warms in the insulin pump. The customer called back to run the high pressure test and the insulin pump did not alarm no delivery. The customer used a new infusion set and air bubbles were present in the same place. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.